Event description:
Boston scientific received information that this lead was explanted for an unknown product performance issue. The field representative is attempting to obtain additional information. No additional adverse patient effects were reported.

Event description:
Additional information was received that the right atrial (ra) lead was explanted due to low sensing and increased pacing threshold measurements. A laser was used to extract the lead, subsequently it will not be returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.